Manufacturer narrative:
Additional information received from the initial reporter on 08 february 2017 and includes: the patient was an active man. The revision was completed successfully on (B)(6) 2017. On (B)(6) 2017 the medical affairs director performed a clinical evaluation and commented as follows: aseptic loosening of femoral stem in cementless tha 4 years after primary in a very young and heavy male patient. Frontal images only were supplied, and they show a stem that might be considered somewhat undersized, although the lateral view is essential to evaluate stem sizing. No other cause for the loosening can be determined with the information at hand. On 07 march 2017 the r&d project manager performed a preliminary investigation and commented as follows: the images were checked and no particular signs were noticed. The stem appeared just explanted, with a surface covered by blood. From the received images it was not possible to determine the root cause of the event. Batch review performed on 07 march 2017. Lot 121502:(B)(4) items manufactured and released on 19 june 2012. Expiration date: 2017-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision of the stem due to aseptic loosening. No bone ingrowth was observed on the removed stem with the naked eye.